Event description:
Reportedly, a call was received from patient on (B)(6) 2017 who had received wirex and home monitor. It was attempted to set up home monitor and wirex. Wirex was connected to the home monitor and then the home monitor was powered on. The home monitor booted up and indicated it was in pairing mode. Pairing button was pressed and heart check button turned red. The home monitor was reset and pairing was re-attempted, but heart check button turned red again. It was ensured that the patient was next to the home monitor but it was not pairing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a call was received from patient on (B)(6) 2017 who had received wirex and home monitor. It was attempted to set up home monitor and wirex. Wirex was connected to the home monitor and then the home monitor was powered on. The home monitor booted up and indicated it was in pairing mode. Pairing button was pressed and heart check button turned red. The home monitor was reset and pairing was re-attempted, but heart check button turned red again. It was ensured that the patient was next to the home monitor but it was not pairing.

Manufacturer narrative:
The device model was corrected.

Event description:
Reportedly, a call was received from patient on (B)(6) 2017 who had received wirex and home monitor. It was attempted to set up home monitor and wirex. Wirex was connected to the home monitor and then the home monitor was powered on. The home monitor booted up and indicated it was in pairing mode. Pairing button was pressed and heart check button turned red. The home monitor was reset and pairing was re-attempted, but heart check button turned red again. It was ensured that the patient was next to the home monitor but it was not pairing.

Manufacturer narrative:
Complaint was re-opened following the reception of new data for analysis.

Event description:
Reportedly, a call was received from patient on (B)(6) 2017 who had received wirex and home monitor. It was attempted to set up home monitor and wirex. Wirex was connected to the home monitor and then the home monitor was powered on. The home monitor booted up and indicated it was in pairing mode. Pairing button was pressed and heart check button turned red. The home monitor was reset and pairing was re-attempted, but heart check button turned red again. It was ensured that the patient was next to the home monitor but it was not pairing.

Manufacturer narrative:
Preliminary analysis confirmed the reported issue but the root cause is not identified.

Event description:
Reportedly, a call was received from patient on (B)(6) 2017 who had received wirex and home monitor. It was attempted to set up home monitor and wirex. Wirex was connected to the home monitor and then the home monitor was powered on. The home monitor booted up and indicated it was in pairing mode. Pairing button was pressed and heart check button turned red. The home monitor was reset and pairing was re-attempted, but heart check button turned red again. It was ensured that the patient was next to the home monitor but it was not pairing.